Event description:
"S/p b sq mastx's for fcd (8 separate bx's, cystic mastitis and unclear fh breast ca). Pt underwent b submusc reconstruction with r 325 and l 350cc h/s gels. Pt c/o r implant/breast drooping, l hardening, and decreased size on r since no h/o trauma. Also pt c/o progressive systemic probs including arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias, spasms, swelling, chronic fatigue, occ sleep disturb, swollen glands, hot flashes, tmj probs, visual probs, dizzy spells, memory loss, dry mucus membranes, hair loss, oral sores, dry skin, sen sun/cold (+ raynaud's)/sob, cp, choking sensation, gi/gu disturb and easy bruising."